Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the ear the clip was broken. During multiple flow and occlusion testing, the reported problem could not be verified. However, the root cause of the reported issue was found to be the customer released the clutch during an infusion causing the check clutch/ plunger lever error. Replaced clutch half's left and right with leadscrew and spring as a preventative measure.

Event description:
It was reported that there was a check syringe barrel flange clip. No patient injury was reported.